Event description:
It was noted in the service order that during an unspecified surgical procedure, it was discovered that the saw head on battery oscillator device came loose while cutting the bone. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. During service and evaluation, it was determined that the saw head fell off. It was determined that the device would not run, could not engage attachment ¿ coupling, and had a component damage. It was determined that the device failed pretest for general condition, check quick coupling for saw blades and check oscillation frequency with frequency meter. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the saw head falling off, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from wear.